Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with fatigue. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on (B)(6) 2015. The patient was fine after the procedure.